Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (see (B)(4) dated (B)(4) 2010) to review all adverse event files processed in the last two yrs and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR received letter from an attorney alleging a user sustained an unconfirmed alleged injury when they went to sit in a shower chair. No details were provided along with no serial number or model number. The product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. MFR has contacted the attorney for additional info regarding the alleged event and the attorney has advised that he no longer represents the consumer and has forwarded the requested info to new counsel.

Event description:
Received info from ivc legal alleging the shower chair collapsed, causing the consumer to be injured. No details of the alleged injury are known at this time.